Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was admitted to the hospital a couple months ago for low blood glucose. The customer stated that he primed approximately 200u of insulin into himself without realizing and went into coma. Troubleshooting was performed. The alarm history revealed an alarm twice. No further info was provided.